Event description:
It was reported that the rep inadvertently retrieved the 40mm femoral head and from stock and checked the implant off with two members of the operating room (or) staff. The rep then handed the implant to the circulating nurse. The nurse then opened the implant to the sterile field, and the 40 mm head was implanted. A 44 inner diameter liner was already implanted, so there was a discrepancy in head and liner size. The error was noticed the following day, and the surgeon was immediately notified. A revision surgery was then performed on (B)(6) 2018 with no additional issues.

Manufacturer narrative:
The associated complaint devices were not returned. A visual inspection of the photos attached to the complaint can't verify the stated failure described in the complaint description. The provided photos does not show the size of the actual implants. A clinical evaluation was conducted and reportedly during a thr procedure the incorrect modular head was implanted and a revision surgery was performed two days later. The major contributing factor to the reported revision is due to a procedural error and is not due to a mal-performance of the prosthetic components. The patient status beyond the revision not be determined. No further medical assessment is needed at this time based on the information provided. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.